Event description:
It was reported when using the panel phoenix nmic/ID-307 a patient isolate was misidentified. The isolate was identified as e. Coli. No health impact or consequence reported.

Manufacturer narrative:
Bd phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a patient isolate was misidentified. The isolate was identified as e. Coli. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes returned to manufacturer on: 04-dec-2023 h6. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3241425. The customer returned isolates, panels, phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show patient isolate misidentifications of escherichia coli as enterobacter cloacae and pantoea spp. As klebsiella pneumoniae and leclercia adecarboxylata on the complaint batch. To investigate, three retention panels from complaint batch 3241425 were tested using customer returned isolate e. Coli u-3 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using customer returned isolate e. Coli u-3 on a phoenix m50 machine and evaluated for identification results. Next, two customer returned panels from complaint batch 3241425 were tested using in house isolate p. Agglomerans enf6818 on a phoenix m50 machine and evaluated for identification results. Then, two retention panels from complaint batch 3241425 were tested using in house isolate p. Agglomerans enf6818 on a phoenix m50 machine and evaluated for identification results. Last, two control panels from the same material but different batch were tested using in house isolate p. Agglomerans enf6818 on a phoenix m50 machine and evaluated for identification results. All ten panels tested identified their respective isolate correctly, therefore, this complaint is not confirmed for misidentification. R&d attempted to review the customer provided binary files. However the files may have been potentially corrupted or improperly pulled during the bomgar session. Tech service reached out to the customer, to request that the binary files be re-pulled, if they were still available. The customer was unable to download the binary files again. Therefore, a binary review could not be performed by bd. A corrective and preventive action (CAPA) has been initiated for this issue. The technical team has identified a potential enhancement that would bolster the instrument¿s ability to interpret the behavior of e. Coli¿s interaction with the substrates on the panel. While there has been an observation of a performance failure (mis ID of pantoea spp.) By the customer, bd has not been able to replicate the failure through investigative testing. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.